Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the customer was unable to interact with the pump. There was no information provided regarding the customer's blood glucose level. Customer stated that a health care provide would be contacted to obtain an alternate method of insulin delivery. Tandem technical support offered to follow up with the customer to verify that back up therapy had been obtained; however, the customer declined follow up.